Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite functional test passed but rite electrical test failed the ground bond step. The rite test encountered a failure of ground bond, with an assignable cause of loose connection at the door frame to door post interface, and loose connection at the door ground wire to door frame interface. Baxter will continue to monitor similar reports to determine if further actions are required.